Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported inform system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, 43 mg/dl, and 162 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return.